Event description:
While disposing of the used safety lancet, the employee was stuck in the finger. The sharp of the safety lancet is supposed to completely retract so as to not pose a threat to the end-user.manufacturer response for safety lancet, safe t pro (per site reporter).======================manufacturer had not had other reports of this type of incident.